Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the mid-rca, which was reported to have 85-90% stenosis. Two non-medtronic stents were previously deployed in the proximal and distal segments. Predilation was carried out. Resistance was felt as the tip of the resolute started to enter the proximal side of the non-medtronic stent. Force was used and the guide catheter dislodged from the vessel. The device was withdrawn from the patient. The procedure was finished following further dilation and stenting with another resolute integrity. There were no clinical sequelae reported. Device evaluation: the stent was positioned between marker bands as per specification; multiple stent struts were raised, damaged and deformed, no damage evident to distal tip .

Manufacturer narrative:
Evaluation, results: failure to deliver stent and stent deformation; 85-90% stenosis; resistance felt as the tip of the resolute started to enter the prox of the non-medtronic stent. Conclusion: device failure/lack of effectiveness related to patient condition - 85-90% stenosis. (B)(4).